Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer exposed the pump to x-ray. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. The system is magnetic resonance (mr) unsafe. You must take off your pump, transmitter, and sensor and leave them outside the procedure room if you are going to have any of the above procedures.